Event description:
The customer tested her blood glucose using her contour usb meter and received a reading of 50 mg/dl. She retested using another meter and received a reading of 257 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New test strips were sent to the customer and she is expected to return her strips for evaluation. The reagent lot number was not provided by the customer, so the meter information was provided instead.